Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date is unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Customer facility reported a hardware removal of an unknown plate and screws on (B)(6) 2013. The initial implant was a hallux realignment for bunion treatment of the left foot, right toe. The original procedure date is not available. The implant procedure was performed at a facility other than the customer. The hardware was removed due to plate breakage and was given to the patient. A screw remains stuck inside the extraction bolt. This report is for an unknown plate. This is report 1 of 2 for complaint (B)(4).